Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient passed out in his car in front of his house and his wife called for assistance. The emergency medical responder took him to the hospital at 7:00 pm. His bg at the emergency room was 40 mg/dl but the cgm was reading 100 mg/dl. He was treated with dextrose, recovered, and was released at 6:00 am the following day. At the time of the report he was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.